Event description:
It was reported that intermittent occlusion alarms occurred. Customer's mom assisted with changing the pump supplies. Customer's blood glucose was 400-500 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.